Event description:
Customer reported the display on the insulin pump was blank. Customer's blood glucose was 478 mg/dl. Customer reported the insulin pump had not physical damage. Customer did state the device had come lose from the waist, it fell, and hit the floor but it was still working. The device was not exposed to moisture. Customer stated the battery was inserted incorrectly. Device alarmed battery out limit and customer was advised it was normal for the device to alarm when the battery has been out for an extended period of time. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.